Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The same day as the event onset, the patient was hospitalized. The patient was treated with vancomycin injection (1 gm, route, frequency and duration were not reported) and meropenem injection (1 gm, route, frequency and duration were not reported) and heparin injection (dose, route, frequency and duration were not reported) for peritonitis. Eleven days after the event onset, the patient has recovered from the event. Pd therapy was ongoing. No additional information is available.